Event description:
In 2008, during a follow up conversation with the nurse, baxter was made aware that the home pt was hospitalized five days prior, with pain, nausea and cloudy effluent and was diagnosed with peritonitis. The nurse stated the patient's cat had chewed the pt line during therapy one day prior. The pt was given zosyn in the hospital and augmentin on discharge. The dosage was not known. The pt was discharged from the hospital in 2008.

Manufacturer narrative:
The cat chewed the pt line causing the peritonitis; therefore, the sample was not requested.